Manufacturer narrative:
This report is for unknown quantity of unknown zipfix devices. Lot number: on the initial case lot number 9463229 was provided. It is unknown if this was the same lot used in the other cases. It is unknown if the devices were implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 it was reported that a zipfix tie did not tighten during a procedure. This was captured and reported on (B)(4) (MFR number 9612488-2015-10536). The surgeon mentioned that he experienced this issue on other cases as well. This report is to capture the other cases the surgeon experienced difficulty on. It was reported this happened more than once, but specific details from the other cases are not known. On the initial case, it was noted there was a five minute surgical delay; it is unknown if the same delay applied in the other cases. This report is for unknown quantity of unknown zipfix devices. This is report 1 of 1 for (B)(4).